Event description:
It was initially reported that the patient experienced return of symptoms with an increase in baseline pain. The actual residual pump reservoir volume was greater than expected residual volume; 5% discrepancy. It was later reported that it was unknown if the event was attributed to the implanted devices. The drug in the pump was reported as unknown. The patient had or will have a catheter revision. Per the hcp, no patient injury.

Manufacturer narrative:
(B)(4)